Manufacturer narrative:
Model number/catalog number: sc-2316-50e. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient was experiencing pain at the lead site prior the trial implant. The patient was given a shot of toradol and tramadol. The patient was doing well.